Manufacturer narrative:
Eval was not possible, as the product remains implanted. Review of the device history records did not reveal any anomalies. A search of the complaint database did not show any other reports against the mfg lot. The investigation could not draw any conclusions about the reported event. Provided info stated the event occurred while the physician's assistant was attempting to raise the pt's femur component with a bone hook. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional info be received, the investigation will be re-opened.

Event description:
During the surgery, while the pa was using a bone hook with the femoral implant, the plug came out of the femoral and could not be located.